Manufacturer narrative:
Additional information: no intervention was done with the lower flows displayed or changes mentioned in failure mode. The device is not available for return.

Manufacturer narrative:
D4, primary UDI has been updated. The correlating inverse trends seen in data logs between the dp ps and mc/pump flows suggests that the patient's condition was the most likely cause of the low pump flows. This is supported by the clinical details that the patient ultimately expired on support. Since product wasn't returned for investigation and data log review was inconclusive, the cause of the placement signal issue could not be determined. The cause of the hemodynamic instability was not determined due to insufficient clinical details. The pump passed all the post sterile inspection checks.

Event description:
An 86-year-old female supported with an rp flex for acute myocardial infarction and cardiogenic shock (scai stage e) experienced lower-than-expected displayed flow at p9 (decrease from ~3.4 l/min earlier to 2.9¿3.0 l/min) along with a placement signal unreliable alarm. Preload (cvp 9¿11) appeared adequate and no suction alarms were noted. Chest x- ray review showed the outlet positioned in the left pulmonary artery branch with a bend but no apparent kink, and inflow within the ivc near the diaphragm; the clinical team, determined repositioning was not required. Mean motor current remained stable with no indication of thrombus, and the physician suspected actual flow may have been higher than the calculated display given svo2 values in the mid 60s despite inotropic/pressor support. The vad engineer questioned whether sensor inaccuracy could explain the lower calculated flow, referencing earlier unreliable placement signal alarms. No device adjustments or pump replacement were performed. The customer additionally reiterated feedback that the rp flex femoral catheter lacks visible centimeter markings, which would aid positioning. The pump was later removed on (B)(6) 2026 following patient expiration. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s condition and scai stage e. (B)(6), on (B)(6) 2026.

Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.